Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy procedure. The rep, who was present at the case, stated that the surgeon attempted to transect adnexal tissue the surgeon rotated his wrist and the movable jaw of the instrument snapped of into the pt. The broken off piece was removed. A cabot tripolar device was used to complete the procedure without incident. There was no consequence to the pt.